Event description:
No insulin had been delivered and later might have injected too much (device failure). Low blood glucose levels and got unconscious (hypoglycaemic unconsciousness). Case description: medical device information: class iib. This spontaneous case from a foreign country was reported by a pharmacist, as "low blood glucose levels and got unconscious", and "no insulin had been delivered and later might have injected too much" it concerns a male patient using novopen 4 utilized in 2009, due to type 2 diabetes mellitus. On an unknown date, the patient's novopen 4 did not deliver insulin and subsequently, the patient might have injected too much insulin. After less than 30 minutes, the patient developed low blood glucose levels and was found unconscious by his wife. His wife treated the patient with glucagen hypo kit twice. The patient recovered from both events. The pen was three months old. The patient did perform air shot prior to injection, and did not re-use the needles. The product was stored according to recommendation. There was no recent changes in physical activity and/or diet. Analysis result: product: novopen 4. Lot no.: vv40571. Technical, visual and functional examinations were performed. The dose accuracy was measured by weighing, using a random penfill cartridge. The result was within acceptable limits. The device was tested with a random penfill cartridge and a new novofine needle mounted. During testing of the device, it has not been possible to detect any irregularities. Nothing abnormal was found in connection with the function of the pen.